Event description:
Patient presented to clinic with complaints of not feeling well. Upon interrogation, inappropriate antitachycardia pacing therapy due to t-wave oversensing was observed. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
Na